Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("irregular uterine bleeding") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain"), menorrhagia ("menorrhagia / monthly cycles were lasting 12 to 13 /heavy cycles"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain lower ("right lower quadrant pain"), abdominal tenderness ("tenderness in her uterus"), vaginal haemorrhage ("abnormal vaginal bleeding / spotting"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), back pain ("low back pain"), hypoaesthesia ("numbness"), menometrorrhagia ("menometrorrhagia"), uterine leiomyoma ("uterine leiomyoma"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), arthralgia ("joint pain \ pain in her hips"), swelling ("swelling") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, abdominal tenderness, vaginal haemorrhage, endometriosis, adenomyosis, back pain, hypoaesthesia, menometrorrhagia, uterine leiomyoma, cervicitis, metaplasia, arthralgia, swelling and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adenomyosis, alopecia, arthralgia, back pain, cervicitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypoaesthesia, menometrorrhagia, menorrhagia, metaplasia, pelvic pain, swelling, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent a diagnostic laparoscopy with a hysterscopy, polypectomy, dilation and curettage and endometrial ablation. The conservative treatment the plaintiff had opted for had become ineffective diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrated satisfactory appearance of the essure ultrasound pelvis - on (B)(6) 2013: bilateral essure in appropriate location. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worseining of pain') and menorrhagia ('menorrhagia / monthly cycles were lasting 12 to 13 /heavy cycles') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plantiff is 44 years old. Concomitant products included anesthetics. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced uterine haemorrhage ("irregular uterine bleeding") and abdominal pain lower ("right lower quadrant pain"), 4 years 11 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced uterine tenderness ("tenderness in her uterus"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/cramping/painful menstural cycle") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / spotting"), back pain ("low back pain") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), arthralgia ("joint pain \ pain in her hips"), swelling ("swelling"), alopecia ("hair loss"), tooth fracture ("several teeth crack and break."), uterine polyp ("endometrial polyps"), medical device discomfort ("poking feeling in her left pelvis"), migraine ("migraines/headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and depression ("depression") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with ethinylestradiol;norgestrel (cryselle) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy, polypectomy and polypectomy, dilation and curettage and endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine tenderness, endometriosis, adenomyosis, back pain, hypoaesthesia, menometrorrhagia, metaplasia, swelling and alopecia was resolving and the uterine haemorrhage, tooth fracture, uterine polyp, medical device discomfort, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, medical device discomfort, menometrorrhagia, menorrhagia, metaplasia, migraine, pelvic pain, swelling, tooth fracture, uterine haemorrhage, uterine leiomyoma, uterine polyp, uterine tenderness and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent underwent a diagnostic laparoscopy with a hysterscopy, polypectomy, dilation and curettage and endometrial ablation. The conservative treatment the plaintiff had opted for had become ineffective diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: demonstrated satisfactory appearance of the essure. Ultrasound pelvis - on (B)(6) 2013: results: bilateral essure in appropriate location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "migraine/headache, abnormal bleeding, autoimmune/hypersensitivity symptoms and depression were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worseining of pain') and menorrhagia ('menorrhagia / monthly cycles were lasting 12 to 13 /heavy cycles') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plantiff is 44 years old. Concomitant products included anesthetics. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced uterine haemorrhage ("irregular uterine bleeding") and abdominal pain lower ("right lower quadrant pain"), 4 years 11 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced uterine tenderness ("tenderness in her uterus"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/cramping/painful menstural cycle") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / spotting"), back pain ("low back pain") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), arthralgia ("joint pain \ pain in her hips"), swelling ("swelling"), alopecia ("hair loss"), tooth fracture ("several teeth crack and break."), uterine polyp ("endometrial polyps"), medical device discomfort ("poking feeling in her left pelvis"), migraine ("migraines/headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and depression ("depression") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with ethinylestradiol;norgestrel (cryselle) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy, polypectomy and polypectomy, dilation and curettage and endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine tenderness, endometriosis, adenomyosis, back pain, hypoaesthesia, menometrorrhagia, metaplasia, swelling and alopecia was resolving and the uterine haemorrhage, tooth fracture, uterine polyp, medical device discomfort, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, medical device discomfort, menometrorrhagia, menorrhagia, metaplasia, migraine, pelvic pain, swelling, tooth fracture, uterine haemorrhage, uterine leiomyoma, uterine polyp, uterine tenderness and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent underwent a diagnostic laparoscopy with a hysterscopy, polypectomy, dilation and curettage and endometrial ablation. The conservative treatment the plaintiff had opted for had become ineffective. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: results: demonstrated satisfactory appearance of the essure. Ultrasound pelvis on (B)(6) 2013: results: bilateral essure in appropriate location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening of pain') and heavy menstrual bleeding ('menorrhagia / monthly cycles were lasting 12 to 13 /heavy cycles') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 44 years old. Concomitant products included anesthetics. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced uterine haemorrhage ("irregular uterine bleeding") and abdominal pain lower ("right lower quadrant pain"), 4 years 11 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced uterine tenderness ("tenderness in her uterus"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/cramping/painful menstrual cycle") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / spotting"), back pain ("low back pain") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), arthralgia ("joint pain \ pain in her hips"), swelling ("swelling"), alopecia ("hair loss"), tooth fracture ("several teeth crack and break."), uterine polyp ("endometrial polyps"), medical device discomfort ("poking feeling in her left pelvis"), migraine ("migraines/headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms"), hypersensitivity ("hypersensitivity symptoms") and depression ("depression") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with ethinylestradiol;norgestrel (cryselle) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy, polypectomy and polypectomy, dilation and curettage and endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine tenderness, endometriosis, adenomyosis, back pain, hypoaesthesia, menometrorrhagia, metaplasia, swelling and alopecia was resolving and the uterine haemorrhage, tooth fracture, uterine polyp, medical device discomfort, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, medical device discomfort, menometrorrhagia, metaplasia, migraine, pelvic pain, swelling, tooth fracture, uterine haemorrhage, uterine leiomyoma, uterine polyp, uterine tenderness and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent a diagnostic laparoscopy with a hysterscopy, polypectomy, dilation and curettage and endometrial ablation. The conservative treatment the plaintiff had opted for had become ineffective 3 trailing coils were seen from the tubal ostia on the left. 2 trailing coils were visualized at the os on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: demonstrated satisfactory appearance of the essure. Ultrasound pelvis - on (B)(6) 2013: results: bilateral essure in appropriate location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Reporter information, date of birth and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("irregular uterine bleeding") and menorrhagia ("menorrhagia / monthly cycles were lasting 12 to 13 /heavy cycles") in a 44-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plantiff is 44 years old. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, 4 years 11 months after insertion of essure (ess205), the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("right lower quadrant pain"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced uterine tenderness ("tenderness in her uterus"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/cramping/painful menstural cycle") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / spotting"), back pain ("low back pain") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine leiomyoma ("uterine leiomyoma"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), arthralgia ("joint pain \ pain in her hips"), swelling ("swelling"), alopecia ("hair loss"), tooth fracture ("several teeth crack and break."), uterine polyp ("endometrial polyps") and medical device discomfort ("poking feeling in her left pelvis"). The patient was treated with ethinyl estradiol w/norgestrel (cryselle), surgery (laparoscopic total hysterectomy with bilateral salpingectomy), surgery (polypectomy, dilation and curettage and endometrial ablationv) and surgery (polypectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine tenderness, endometriosis, adenomyosis, back pain, hypoaesthesia, menometrorrhagia, metaplasia, swelling and alopecia was resolving and the tooth fracture, uterine polyp and medical device discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypoaesthesia, medical device discomfort, menometrorrhagia, menorrhagia, metaplasia, pelvic pain, swelling, tooth fracture, uterine haemorrhage, uterine leiomyoma, uterine polyp, uterine tenderness and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent underwent a diagnostic laparoscopy with a hysterscopy, polypectomy, dilation and curettage and endometrial ablation. The conservative treatment the plaintiff had opted for had become ineffective. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: demonstrated satisfactory appearance of the essure ultrasound pelvis - on (B)(6) 2013: bilateral essure in appropriate location . Most recent follow-up information incorporated above includes: on 30-oct-2018: summon received. Events : tooth cracked and break, uterine polyps, medical device discomfort were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.